Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: event site state: 10. Event site postal code: 560001. A getinge field service engineer (fse) checked the machine & found machine shows electrical test fails code #50 with continuous beep. Further checked the machine & found main board pcb is faulty & need to be replaced. Machine will be check further after replacing the main board. Fse stated that he submitted the estimate to the customer but he didn't get any po of main board from customer. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10.